Event description:
No additional information received from customer.

Manufacturer narrative:
This report was sent in error as distal end that sticks out would not cause or contribute to a death or a serious injury if it were to recur.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there was a part of the distal end that stuck out of the subject device. The event occurred at reprocessing. There were no reports of patient harm.